Manufacturer narrative:
Later the customer informed olympus once the procedure was completed, the biomed took the monitor out of service. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the sdi one (1) port is damaged on their high-definition lcd monitor. The event occurred during preparation for use in an unspecified procedure. The physician found a work around to continue the procedure with the same monitor with no impact to the patient. There was no reported patient harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It was confirmed, that the device was shipped according to the specifications. It has been over 7 years, since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time, because the device was not returned. Olympus will continue to monitor field performance for this device.